Manufacturer narrative:
Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(6), ubd: 10-nov-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there were high impedances on the day of surgery. This patient had leads implanted that are not implanted in the epidural space. These leads are around the back of the neck to the base of the skull. The 8-15 lead had greater than 20,000 on electrodes 8,9,10 and 15. Tried to program around the high impedance electrodes for pain relief, and that did not work. The patient was not getting the results she needed for pain relief and the doctor chose to replace this lead. The doctor was not concerned to send lead in and did not want a report. The issue was resolved with device revision. The manufacturer representative (rep) indicated they would send any further information as they become aware.